Event description:
It was reported by the caller, clinical account specialist that the acuson acunav¿(2d) ultrasound catheter, and the wire for the watchman sheet was across in the left atrium they noticed a pericardial effusion. The caller noted the effusion was discovered and confirmed on the "tee" machine. The caller stated the ice catheter was pulled back to the right atrium and they noticed additional effusion. The caller stated a pericardiocentesis was performed, and 315 ml of fluid was drained. The caller noted the bleeding stopped, but then began again and an additional tap and drain was conducted. The patient's last known status was stable. The physician¿s opinion on the cause of the event was procedure with the left atrial appendage occlusion sheath after transseptal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).